Event description:
It was reported that the patient presented to clinic for follow-up after receiving an alert for back-up vvi. A device download was performed successfully. Patients condition was fine.

Manufacturer narrative:
(B)(4).